Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12-jun-2018 - device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during the investigation, moisture was found in the display. The pump¿s case was found to be cracked. A leak test found the pump leaks at the crack in the pump¿s case. The pump was opened and moisture damage was found on the printed circuit board.